Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, one day post implant, this right atrial (ra) lead dislodged and a revision procedure was performed to reposition the lead. During the revision procedure, the lead was withdrawn and the helix was tested on the table. The helix extended and retracted as expected and therefore the decision was made to re-implant the lead. The lead was positioned back in the ra but helix extension difficulty was encountered. Eventually, the helix extended but high out of range pacing impedances were observed. This lead was explanted and replaced. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.